Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) with no other devices. There was blood in the wire lumen and contrast in the inflation lumen. The balloon was tightly folded. The stent was secure on the balloon positioned between the markerbands. There were three rows of stent struts bent and lifted. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). A 2.50mm x 12mm liberté¿ bare metal stent was selected for use to treat the target lesion. However, during procedure the proximal shaft was broken. A snare device was then used to retrieve the broken shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). A 2.50mm x 12mm liberté¿ bare metal stent was selected for use to treat the target lesion. However, during procedure the proximal shaft was broken. A snare device was then used to retrieve the broken shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).